Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep in (B)(6) that during a rotator cuff surgery, it was observed that the vapr premier 90 electrode device had a failure and was not working correctly. According to the reporter, the device stopped "sucking" in the middle of the surgery while it was connected to the pump. It was reported that the device was tested with another console but the problem persisted. As a result, there was an approximately 15 minute delay in the procedure. A new unit vapr premiere 90 electrode device was opened to complete the procedure successfully without any problem. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the active tip showed signs of activation and saline residue was present in the suction tube which indicated that the device had been previously used. The device was connected to a test generator to test the functionality of the device. Ablate and coagulate modes functioned as intended. In order to investigate the cause of the suction failure, the device was sent to the manufacturer for evaluation. The investigation conducted by the manufacturer revealed that the suction flow rates were not within specification. A blockage in the suction path was noted at the distal end (active tip). Tissue was visible in the suction port of the active tip but could not be freed. The remainder of the suction path was free from obstruction. No manufacturing defects were observed. The product IFU cautions not to allow the electrode tip to become covered in tissue debris. If the electrode tip becomes covered in tissue debris and large sized tissue debris becomes stuck in the suction tube suction failure can occur during use, therefore is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported device suction issue. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).